Manufacturer narrative:
The home pt's nurse has agreed to review proper procedures with the pt.

Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain of their automated peritoneal dialysis therapy. Per the initial report, the home pt notice her pt line had become disconnected from the transfer set during therapy. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.